Event description:
Patient is reported to have experienced headaches and enlarged ventricles. Doctor checked implanted valve's ventricular and peritoneal catheters and both flowed. Therefore he determined that valve was not working properly. The valve was replaced and was discarded.